Manufacturer narrative:
The external visual inspection revealed a broken antenna coil. The photographic imaging inspection confirmed a broken antenna coil. System lock could not be obtained at any spacing. The electrode and no lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.